Manufacturer narrative:
(B)(4).

Event description:
The surgeon was using an the device to initiate a bilateral inguinal hernia repair. He inserted the device behind the rectus muscle and down until the obturator reached the patient's pubic symphysis. He then removed the obturator and tried to insert the 10mm camera. After initiating the inflation of the oval dissecting balloon with a few pumps, the camera would still not go beyond the end of the trocar to enter the balloon. The balloon was blindly inflated to the surgeon satisfaction, and the camera removed from the trocar. The dissecting balloon was partially removed and the structural balloon was inflated. The dissection balloon could not be removed any further from the trocar, and eventually the structural balloon was deflated and the entire device was removed from the patient. Upon inspection of the balloons, there was a tight ring of plastic sheath around the dissecting balloon. It appeared to be a part of the structural balloon and this had restricted the opening at the end of the trocar, preventing the camera from entering the dissecting balloon, and trapping this balloon when the surgeon attempted to remove it.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photograph of a balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned photograph. The initial visual inspection of the instrument by the pmv investigator noted that the photographs shows there is a thread like material wrapped around the balloon. The sheath appears to be attached to the dissector balloon. The device was forwarded to engineering for further evaluation of the thread like material in the photograph to determine if it is part of the device and if it would contribute to the reported conditions. The initial review of the complaint by engineering verified the observations made by the pmv investigator. The root cause for the reported condition on the unit cannot be determined since the defective sample is not available for evaluation and the photo lacks the necessary detail to perform a proper inspection. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.